Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that after being exposed to water, the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/14/2013 with the following findings: evaluation revealed that all buttons were functional. There was no damage to the keypad but the symbols were faded. Evaluation revealed that there was contamination found under the contrast, up and down buttons. There was no visible moisture in the display. There was a small amount of corrosion found on the force sensor plate and power circuit connection.